Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, bruising, sensation increase/decrease, edema and deflation.

Event description:
Patient called to report the left side "is losing volume", "side pain, pressure, swelling, and bruising". The device remains implanted.